Manufacturer narrative:
Investigation conclusion: the reported issue was not replicated in-house with retention products. Retention products were tested with in-house drug-free donor urine and all products correctly yielded negative results on all analytes at read time. The products performed as expected. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency.

Event description:
The customer reported receiving unconfirmed false positive results for all analytes on every device from the lot number used. The unconfirmed false positive results occurred on 50 devices. No confirmation testing was performed and no treatment or intervention was provided based on the results.